Event description:
It was reported to philips that the customer was unable to power on their device. There was no patient involvement. The customer requested assistance from a philips remote service engineer (rse). Upon follow up with the customer however, the device was working normally with no noted issues that could have caused or contributed to the reported issue. A review of the device logs was also performed and there were no noted failure identified related to the reported incident. Troubleshooting of the unit was unable to replicate the failure and a cause could not be established. Philips is unable to rule out that a malfunction did not occur. As the issue could not be replicated during troubleshooting, a definitive cause for the alleged failure could not be determined. The customer was advised that if the failure returned, they may want to attempt to replace the ac module or battery in an attempt to troubleshoot the issue further. The device remains at the customer site. There is no indication of a systemic problem. No further investigation or action is warranted.